Event description:
All displays are lit up as eights and vent does not ventilate. Unit is turning off and on intermittently. No alarm reported. Problem occurred while on pt. During night shift, rn claims vent stoped four times - no alarms - but no breaths were given for about 30 seconds. No allegations of pt harm. Messages displayed - "8.8.8.8" used with humidifier. Unit on ac power.